Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed displacement test and self test. During visual found electronic stack and motor moisture damaged.

Event description:
The customer reported via phone call that the package he received was damage. The customer¿s blood glucose was unknown at the time of incident. The customer state that the package was left in front of them front door and it was partially opened and the box was partially wet. The insulin pump will not be returned for analysis.